Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the gripper line of posterior gripper broke during independent gripper actuation as a result it became non-functional. The clip was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
All available information was investigated. The returned device analysis confirmed the reported inability to raise a single gripper due to the gripper line being broken. The reported difficult or delayed positioning (anatomy) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the single gripper actuation issue is due to the broken gripper line. A cause for the broken gripper line could not be conclusively determined. The reported difficult removal from anatomy is related to procedural conditions (system entangled in chords during procedure). There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes added: medical device problem code: 1157.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the gripper line of posterior gripper broke during independent gripper actuation as a result it became non-functional. The clip was entangled with chords and was removed using standard troubleshooting methods. The clip was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects.